Event description:
Information was received indicating that during bench testing a smiths medical cadd ms3 pump exhibited system fault and had a damaged case. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have damaged rear housing. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. The pump was found to be displaying "112" error code message on power up and alarming while attempting to run load test and lead screw test failing at maximum. The error code 112 indicates a problem with high current motor. The problem source however has been determined to be unknown.